Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that refrigerator failed to work. The field service engineer (fse) plugged the ethernet cable into the refrigerator, restoring proper network connectivity. The unit resumed normal operation. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator failed to open and remote support service (rss) shown offline. The customer tried rebooted the device and unplugged and replugged the cable but still issue persist. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.